Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the he has experienced low blood glucose of 35 mg/dl and is unsure why. The customer indicated that the low blood glucose may be from losing weight, but is unsure. The customer indicated that he would change the tubing. Troubleshooting advised customer to follow up with doctor regarding the low blood glucose. No further information was provided as the customer wanted to document the incident only.